Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. While no drb shifts were detected, logs did show a small shift of the ict. All screws being slightly off in the same direction is also symptomatic of ict movement during registration. He user acknowledges that they will perform an anatomical landmark check on the operative levels to ensure navigation integrity before navigation. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The screw placement was slightly off from the plan.